Event description:
During daily inspection the customer observed that the device would not power on. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). The customer confirmed that they replaced the power conversation pcb and then observed proper device operation. The removed pcb was not returned to physio-control for evaluation. Further root cause of the reported failure cannot be determined.